Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, the handle of the delivery catheter ripped off while slitting. It was noted that the physician used a surgical scissor and a surgical clamp to open up the catheter and get a hold in order to continue cutting the catheter with a knife, when another part of the catheter was ripped. The physician alleged the catheter had a fragile behavior. The delivery catheter was removed. No patient complications have been reported as a result of this event.